Event description:
Sorin group received a report that an error message was displayed when the s5 gas blender was powered on. The clinician elected to change out the blender and continue the case. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that an error message was displayed when the s5 gas blender was powered on. The clinician elected to change out the blender and continue the case. There was no pt injury. The investigation is on-going. A follow-up report will be sent when the investigation is complete.